Event description:
It was reported that this right ventricular (rv) lead had calcification on the coil. In about a year, the shock impedances climbed from about 130 to greater than 180 ohms. A defibrillation threshold (dft) test was performed and the implantable cardioverter defibrillator (ICD) failed to convert the rhythm at a 21 joule (j) and 31 j shock. External defibrillation was required. An open circuit alert was also triggered. The lead was abandoned surgically, and the device was removed. This product has not been returned. This report will be updated, should additional information be received.